Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown as information was not provided, the best estimate date is between (B)(6) 2022 and (B)(6) 2022. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted in a secondary surgical procedure due to patient complaint about near vision. The doctor targeted emmetropia for iol power, but post-operative (op) refraction is sph +1.00 cyl-0.5 which resulted in hyperopic refraction. As patient complained about daily seeing smartphone due to near vision, lens was exchanged and replaced with a non-johnson & johnson surgical vision lens. After explant, patient¿s near vision is over j2. There was no incision enlargement, no suture(s), and no vitrectomy required. Patient status was reported as temporarily impaired and daily activities are significantly affected. Vision pre-operative: far: 0.8 near: j4 (decimal). Vision post-operative: far: 0.8 near: j2. No further information was provided.